Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Device images were provided, and the following was observed: balloon radial and longitudinal burst at inflation balloon area on certitude delivery system and balloon material pull towards noses tip. Balloon stuck at sheath tip. In this case, the complaint for balloon burst and difficulty or inability to withdraw system through sheath were confirmed through evaluation of the provided imagery. Available information suggests that patient factors (calcification) likely contributed to the balloon burst and procedural factors (altered balloon profile) likely contributed to the withdrawal difficulty. As per medical opinion, the balloon burst was caused by calcium in the non-coronary cusp and as seen on the provided pictures, the altered balloon profile likely caused the withdrawal difficulty. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our canadian affiliates, during implant of a 26 mm sapien 3 valve in the aortic position via left carotid access, the 26 mm certitude delivery system balloon burst during valve deployment. No pvl or central leak were noted. The 18f certitude sheath and 26mm certitude delivery system were taken out and another 18f certitude sheath and 26mm certitude delivery system were prepped and inserted into the patient for a post dilation. On the second attempt, that balloon also burst. The delivery system and sheath were taken out again. There was calcium in the non-coronary cusp that caused both balloons to burst. The patient was successfully surgically closed, and no vascular injuries were noted. No withdrawal difficulties were reported.

Manufacturer narrative:
The investigation is ongoing.